Manufacturer narrative:
The themorgard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At an unspecified time during ivtm therapy, the thermogard console displayed an airtrap alarm and a check saline alarm. The user observed that the saline bag was empty. Upon further inspection no sign of leak on the suk, or on the patient bedside was reported. Catheter leak was suspected. Following this, the user discontinued ivtm therapy and removed the catheter. No known impact or patient consequence was reported. No further information provided. MFR 3010617000-2018-00607 for icy catheter.